Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The od jaw with movable teeth broke off on two extractors.

Manufacturer narrative:
The instruments associated with this report were not returned. Follow up communication for product return was unsuccessful. A complaint database search on the provided product code identified similar reports for broken/damaged tips which were attributed to misuse. The investigation could not draw any conclusions without instrument examination however based on the customer problem description and previous investigations for this issue; use error was a probable factor. A complaint database search finds no trend for tip failure for this product code where use error / heavy use has not been a factor. The need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.